Event description:
Needle breakage surgeon upon finishing c-section, dropped suture and needle on floor at which time it was observed that needle tip had broken. X-rays showed no needle tip left in pt. Outcome to pt does not denote adverse event. MDR regulations 7/31/96 require reporting of incidents once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
H6- the five needles from the unopened packets returned were visually examined and then tested were visually examined and then tested for strength and ductility. Zero visual nonconformance were observed and each needle met the ethicon requirements for strength and ductility. A product inquiry records review was also conducted and there have been no other inquiries of any type received involving this batch number.